Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive functional testing without duplicating a malfunction to the device. Review of the device activity logs showed the device issued a low battery warning just before shutting down, but the returned battery's logs did not match the event, suggesting a different battery was used. The battery was tested and passed. There was no fault found with the device. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a 65-year-old male patient, the device inappropriately shut down. Complainant indicated an inverter was used to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.